Manufacturer narrative:
The investigation found the reported event non-verifiable. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not confirm or draw any conclusions about the reported event; however, provided information states the onset of pain was post patient trauma (fall), which was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of pain post fall. Osteolysis and loosening of the tibial tray was noted.